Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute integrity drug eluting stent to treat a mildly tortuous, mildly calcified lesion in the right coronary artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. There were no difficulties noted when removing the protective sheath from the device, or when removing the packaging stylette from the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The device was not moved or re-positioned in the lesion. There were no difficulties noted after the first inflation or after subsequent inflations of the balloon. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. No problems were noted when deflating the balloon. After successful stent implantation, the balloon was deflated and retracted into a non-medtronic 6f guide extension and got stuck close to the proximal end of the guide extension. Difficulties were encountered removing the device. The guide extension was removed together with the delivery system. No patient injury is reported.

Manufacturer narrative:
Image review: the returned images captured the complaint device caught in the guide extension. The balloon folds are open, and blood/contrast is visible in the balloon. Damage is visible to the tip of the guide extension. If information is provided in the future, a supplemental report will be issued.